Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell. The technical service representative (tsr) explained the air alarm. The home patient (hp) shut off the hc as she could not clear the alarm. The tsr went to the alarm log and only found a system error 2240 and nothing else. The tsr had the hp disconnect. The patient was connected at the time of the alarm and the patient line had been properly primed prior to connection. There were no patient extension lines in use. The patient did not disconnect prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The hp had left the unused line clamp open. The tsr explained how this caused the alarm. The tsr stated that the hp needed to call her registered nurse about alarm. New supplies were to be used tonight. Proper procedures were reviewed and there were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.